Manufacturer narrative:
One opened handpiece was received for the report of plastic like sticking deposit under implant during surgery and nozzle damage. The returned sample was visually inspected and found to be conforming. The plunger height was dimensionally inspected and found to be conforming. A functional thread engagement and plunger movement test was performed and found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore a plastic like sticking deposit under implant and nozzle damage as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, plastic deposits under the implant which were removed by polishing. According to the surgeon, the implants do no seem to be the cause, it would come from the cartridges. There are three medical device reports associated with this event. This is two of three. Additional information was requested and received stated that the damage in the nozzle may indicate a handpiece issue.